Manufacturer narrative:
A5: ethnicity: not applicable for animal use. A6: race: not applicable for animal use. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: hospital manager. The actual sample was returned for evaluation. The proximal end of the catheter was received. The end of the tube is unevenly cut, slightly elongated, and pinched. The tube approximately measures 2mm from the hub tip. The sample contained traces of blood. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. The samples underwent a catheter tube and catheter hub fitting force test. The expected result is that either the catheter tube will be removed/separated from the catheter hub, or the catheter tube will break during the test (test is in reference to iso 10555-1). Results were all passed against our specification of >7.845n. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at sr3, a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube condition. The catheter tube and catheter hub fitting test is conducted during the production process. The records showed that the results were passed. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, we received a total of 19 out of 32 (61%) complaints for the same issue that have occurred during usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. Based on the results of our investigation, there is no evidence that there was a preexisting defect with the device related to either the materials or the manufacturing process. The received broken catheter tube was viewed under magnification, and it was observed that the end of the tube has an unevenly cut. The tube is also slightly elongated, pinched and with blood. As informed through the details of the complaint, the involved device was inserted and placed on the patient for two hours without any reported issues which indicates that the device was successfully inserted. The damage likely occurred during the removal process. The catheter tube condition of our retention samples was visually good and passed the related functional tests. The lot history file was checked, and no nonconformity was noted that may result in catheter tube breakage. The reported device was used with no difficulty during the medical procedure, and there were no issues during placement; the catheter performed as intended. The catheter might have been damaged during the removal process since the condition of the returned proximal end appears that it could have been unevenly cut and pulled. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. Our catheter tube has high tensile strength and does not break easily even when a strong force is applied. We have routine inspections to check the condition of the products, and we hope we have cleared this quality matter with you. We perform an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that an 8-month-old dog was catheterized for spay surgery. During recovery, the technician attempted to remove the catheter, but it detached from the hub and remained in the vein. It could not be retrieved while the dog was awake, so the dog was re-anesthetized, and a "cut down" procedure was performed to try and retrieve the catheter from the vein, but it could not be reached. The surgeon consulted with cardiologists at (B)(6) for advice, but nothing could be done. The dog has recovered, but the catheter remains in the dog and has migrated to the shoulder area. On (B)(6) 2025, it was noted that the catheter was placed with no issues during placement. It delivered sedation for about 2 hours, and when the technician went to remove the catheter, it was not there. They could not locate the catheter, so a cutdown was performed after re-sedating the dog, but they were still unable to locate it. The dog has recovered, but the catheter has migrated to the shoulder. It was stated that the dog remains in good health at this time. It was mentioned that they remove the dressing with scissors, but only on the outside edge of the dressing, not over the catheter entry site. This was the first time they have ever had this happen. The proximal hub that has about 1 mm of catheter attached will be returned.